Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results with xpert xpress cov-2/flu/rsv plus. A sample was collected from the patient on (B)(6) 2022. The patient is 12 months old and was symptomatic at the time of collection presenting with cough, runny nose and fever. The sample was tested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv positive. The sample was processed per pi. The customer decided to retest the sample, so the result was not reported to the physician. The same sample was retested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. The sample was processed per pi. The rsv negative result was reported to the physician. The customer confirmed there was no known death, injury or deterioration in health related to the discrepancies. Review of the initial result shows rsv detected with late CT (in relation to threshold cutoff); rsv and spc epf and amplification curves look normal. Noted is flua 2, while negative, does have some elevated epf and weak amplification on the plot (maybe this is the curve the customer questioned). This suggest some amplification is occurring but insufficient to meet the test's positivity threshold. Review of repeat tests shows no rsv detected but displays weak CT past the test threshold with normal epf, suggesting on repeat, amplification was inadequate to meet test positivity criteria. Noted, while lower, very weak amplification of flua2 is still observed. Spc appears normal. No evidence of product malfunction. Likely root cause is rsv viral concentration at or below the limit of detection. Despite multiple attempts to contact the customer, no response was received. No reports of patient harm. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer: answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss discrepant results with xpert xpress cov-2/flu/rsv plus. A sample was collected from the patient on (B)(6) 2022. The patient is 12 months old and was symptomatic at the time of collection presenting with cough, runny nose and fever. The sample was tested with xpert xpress cov-2/flu/rsv plus (B)(6) 2022, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv positive. The sample was processed per pi. The customer decided to retest the sample, so the result was not reported to the physician. The same sample was retested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. The sample was processed per pi. The rsv negative result was reported to the physician. The customer confirmed there was no known death, injury or deterioration in health related to the discrepancies.